Event description:
The customer stated that the insulin pump alarmed motor error during a bolus delivery. The insulin pump was not exposed to a high magnetic field. The customer also stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 287 mg/dl. The customer stated that the time and date on the insulin pump was correct. The customer has already changed the infusion set to resolve his current high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.